Event description:
It was reported that the patient spinal cord system never worked. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 20312779/21727769.